Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock in (B)(6) 2009 to treat her stress urinary incontinence. Plaintiff's attorney alleged plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, disability, and has undergone and will undergo corrective surgery or surgeries. Plaintiff's attorney also alleged plaintiff suffered damaged nerve endings leading to debilitating neuromas, severe emotional distress, pain and suffering and severe and debilitating injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.